Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that blood glucose has been high. The blood glucose reading at the time of the call was 377 mg/dl. Customer stated that it seemed like the insulin pump was not delivering insulin. She treated with manual injection. She did not have time to troubleshoot. Nothing further was reported.